Manufacturer narrative:
Insulin pump received with no button response at esc, act, up and down due to unlocked j2 and lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing.

Event description:
It was reported that the insulin pump had a button error. The customer's blood glucose level was unknown. The product will be returned for analysis.